Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had intermittent power. Device had to be manipulated to keep power to it, keeping tension on the connection, even using tape. The hospital did not report any patient effects. The event date is unknown.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had intermittent power. Device had to be manipulated to keep power to it, keeping tension on the connection, even using tape. The hospital did not report any patient effects. The event date is unknown.

Manufacturer narrative:
(B)(4). This is a reusable device, therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.